Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was unable to charge using the tandem-provided usb cable and wall adapter. Additionally, the battery gauge was observed to be depleting rapidly. There was no adverse impact to the customer's blood glucose (bg) level. Reportedly, the customer was able to charge the pump successfully by using an alternate usb cable with the tandem-provided wall adapter. At the time of speaking with tandem technical support, the customer reported that the battery was depleting within normal parameters.